Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they received the new controller yesterday and it worked fine last night but today they are unable to charge the implanted neurostimulator. Patient stated the controller will not go past the screen checking the charger. Patient stated they are trying to charge the ins and controller showed checking recharger screen. Assisted patient with resetting the controller. Controller connected to the ins without the rtm and the controller is 100% and the implanted ins is 80% charged. Agent asked patient to inspect the rtm for damage and patient confirmed there is no visible damage to the recharger or controller port. Agent asked patient to start a charging session and controller showed checking recharger screen and screen did not advance to the next screen after resetting the controller. Agent confirmed patient did not have a fall or trauma and patient can feel the ins area. Patient stated he has been doing this for over a year and knows where to place the rtm. The issue was not resolved through troubleshooting. An email was sent to the repair department the rtm device. Pt called and reported the controller worked the first night after recharger was replaced, but then last night would not progress past the 'looking for device' screen. Agent attempted to have pt reset controller with ac power cord and controller did not power on when plugged in without battery pack. Pt confirmed green light illuminated on ac power cord. Pt then was unable to reinsert the battery pack, and said it kept popping right back out and wouldn't 'click' in like it previously had. Reviewed information and sent email to repair. Patient called in stating they ordered a controller on monday and it has still not arrived. Reviewed that the pt called today and the order for controller was placed today for expedited shipping. Pt is upset because they have gone 7 days without the device. Pt called back for assistance with pairing instruction. Pt confirmed they had swapped the battery pack over from old controller (had pt confirm by gathering serial). Walked them through to the 'connect' screen and the screen went blank. Had pt plug contro ller into wall outlet and screen illuminated and green light was flashing. Agent had pt attempt once more, but the same thing happened. Pt mentioned they hadn't been using the controller for 4 days. Suggested pt let controller charge until flashing green light is solid and call back for additional help, as the battery seemed not to be charged enough. Pt seemed to have memory problems, because they forgot prior instances of calling in and didn't remember they were calling about the controller at beginning of call. Pt was flustered during call and had difficulty with instructions. Pt will be calling back after an hour and a half or so for assistance with pairing the controller once controller battery is charged. Patient (pt) called back in on 2024-apr-12 requesting assistance in set up process. Pt unplugged from ac power supply and pt stated the screen goes unresponsive when recharger is plugged in (pt was using old recharger so agent had pt use newest recharger). Had pt reset controller and then pt stated the screen went to a different language. Pt then selected the set up for implant, and screen stayed stuck on checking the recharger. Pt stated they have not had external equipment work for the past 12 days. Sent email to locals reps to ask for assistance in person. Redirected to hcp and pt stated they have an appointment in a couple weeks. Pt called back for help in pairing controller. Controller was is in a different language. When pt plugged in recharger, controller went blank. Agent emailed repair. Patient called back on 2024-apr-15 and requested assistance with pairing the controller. Walked patient through pairing the controller. Patient initiated a recharging session and confirmed recharging excellent. Patient noted the controller was 100% charged and the implant was 30%. Patient confirmed stimulation was on. Patient mentioned that sometimes when they sit down or lay down they feel tingling in their butt even if the intensity is down to 1; reviewed information and how to turn stimulation off.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were able to recharge their implantable neurostimulator (ins) battery to 100% and then remained there for a few days then dropped to 90%. Agent reviewed the ins battery depletion was dependent on the ins settings and usage. Pt had difficulty understanding agent and had difficulty troubleshooting when resetting the controller. Pt plugged controller into the wall outlet and the screen turned on, but no green blinking light appeared with the battery pack inserted and pt had difficulty inserting the battery pack and wasn't sure if the battery pack was indeed inserted correctly. Agent suggested pt follow-up with their healthcare provider (hcp) and mdt rep to further evaluate the situation. Additional information was received from a patient (pt). Pt called back from number registered saying they met with a rep at the doctor's office today, but forgot to mention to the rep that their ins battery would stay at 100%. Pt said they were old and had memory problems and couldn't remember what doctor office they went to, to try and contact them to get in touch with the rep again to meet. Agent reviewed doctor's name on file and pt confirmed that was it. Pt was going to call that office to have them contact the rep again to meet about the ins staying at 100%.

Manufacturer narrative:
Product ID 97745nt, serial# (B)(6). Analysis of the 97745nt recharger (ptm) (B)(6) revealed that lithium-ion battery contacts were bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). Pt called back stating that they received follow up letter and provided answers to questions. Patient reported that it was unknown the cause of feeling tingling, patient met with manufacturing representative and was instructed to turn stimulation off to see is tingling stops. Patient reported that replacements did not resolve issue. Additional information was received from a patient (pt). Patient called back again stating their implant battery was staying at 100% for 3 days. Agent had caller check stimulation settings and caller confirmed stimulation was off. Agent reviewed with caller that the implant battery will not deplete very much if stimulation is off. Caller asked how the device was turned off. Agent reviewed possibly the ins battery discharged and turned off but no way to confirm. Agent walked caller through turning stim back on and reviewed with caller that they should see some depletion now. Agent reviewed best practice to charge before the ins gets too low to prevent discharge/stim turning off. Caller admitted they are 85 years old and don't follow the best.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.